Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon was inserting the screw, the screw broke under the screw head. The screw part was extracted from the patient's femur. Item not sold in the USA.